Event description:
User experienced difficulty in the proper placement of the plate and insertion of the pegs. Distal anterior or proximal peg has backed out. Proximal pegs are not within the humeral head. Revision surgery may be required.